Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported connection issues. Event description: the following was reported via medwatch: phaseal optima injector site was unscrewed on patient's intravenous IV while patient was on flush from chemotherapy. The IV backflowed with blood, but it stopped infusing. Patient noticed right away and called out. Patient was sitting in chair when it happened, he did admit that his arm was on chair and had been moving it around which may have caused it to unscrew.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.